Event description:
It was reported by customer that while in use on a patient, the cs300 intra-aortic balloon pump (iabp), displayed a fill failure error. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and verified the reported issue. The stm found drive and atmosphere transducers to be out of calibration, and calibrated both transducers. The stm also found the 8 psi regulator to be nearly out of specification and adjusted same; low average pressure (214mmhg) during pressure performance test was also observed which was caused by the compressor pump heads not being tightened to proper torque specification. Worn fitting at iab fill port was also found, but this did not contribute to device failure. However, the stm replaced the fitting as a preventive measure. Stm found that coiled display cable was not properly secured or channeled properly through bracket. Tightened retaining screws and properly channeled cable and also replaced expired safety disk along with three missing screw concealment labels. All functional and safety test passed per factory specifications, and the iabp was then returned to the customer and cleared for clinical service. Updated fields: b4, g4, g7, h2, h6, h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported by customer that while in use on a patient, the cs300 intra-aortic balloon pump (iabp), displayed a fill failure error. There was no harm or injury to the patient and no adverse event was reported.